Manufacturer narrative:
Evaluation summary: the cortical screw has fractured under the screw head due to combined bending and torsion overload. Sem analysis clearly shows elongated microstructure of the fractured surface in tensile and shear mode. This could be due to: use of powered screw driver and not manual hex screw driver. Screws, when driven under power, tends to snap at the head if it is not withdrawn early. Worn out hex tip - screw driver could lead to application of more insertion torque than required resulting in fracture. Off-axis seating of the driver and/or failure to pre-drill the bone to full depth could also lead to fracture. The exact cause can not be ascertained as actual surgery conditions are unknown. Device history records indicate all components were manufactured and inspected to specification. This MDR was identified during an internal review to meet reporting requirements and therefore is being filed late. This device is not sold in the u.s.

Event description:
It is reported that while the surgeon was inserting the screw, the screw broke under the screw head. The tip of the screw was not able to be extracted and remains in the patient's femur.